Event description:
The home patient's (hp) dialysis nurse reported that the hp's transfer set had a pin hole leak with linear cracks along the silicone portion of the set. The home patient has had the set indwelling for five months. There was no patient injury or medical intervention.